Manufacturer narrative:
Pump powered up properly after battery installation. No blank display or missing segments noted. Pump passed the sleep current measurement, active current measurement, and displacement test. The pump was monitored for a day and no unexpected powering off, missing segments, or blank display noted. Verified the battery tube power connector is properly connected to the printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay, broken belt clip rails, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.